Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding squeaking, dislocation, and fracture involving a trident alumina insert was reported. The dislocation and fracture were confirmed. The squeaking was not confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant indicated, ¿repeated subluxations with metal transfer may have caused the squeaking noted in the event description and a traumatic dislocation may have caused a fracture of one of both alumina components in this case. More information is required to evaluate this case.¿ device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other events for the reported lot code. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a right hip revision. Patients hip was squeaking.

Event description:
It was reported that there was a right hip revision. Patients hip was squeaking.